Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report mw5070555. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia container was leaking a the seam closest to the injection port during set up. The medication that leaked was gamunex. There was no patient involvement. No additional information is available.